Event description:
Customer tested blood glucose at 7pm and received a result of 248mg/dl. They dosed 20 units of lantus and 4 units of humalog. Their roommate found the customer unconscious at 2:30am. An ambulance was called and arrived and tested the customer's blood glucose and received a result of 30mg/dl. The customer's device read 21 mg/dl. The customer was given a glucose IV. Twenty minutes later the customer's blood glucose was 130mg/dl. The customer declined to go to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.